Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-1090. It was reported the patient is unable to turn stimulation on due to auto-reducing. An sjm representative met with the patient and lead diagnostics were normal and programming was able to provide effective stimulation, but issue continued. A replacement patient programmer was unable to resolve the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.